Manufacturer narrative:
The customer performed their own troubleshooting over the phone with the assistance of beckman coulter technical support (cts) and replaced the na electrode, k electrode and cl electrode to resolve the issue. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for sodium (na) and chloride (cl) for two (2) patients on their au680 clinical chemistry analyzer. The high results were not reported out of the laboratory. The customer repeated the patient samples on another au analyzer and obtained results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for the two (2) patients.